Event description:
Reported as "epigastric pain". Follow up findings, pouch dilatation and stomach/band slippage with band repositioning.

Manufacturer narrative:
The product associated with this report will not be returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper I. Inamed has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage and obstruction are surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause of these events. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."